Manufacturer narrative:
On february 10, 2021, mentor became aware that this was patient's revision breast reconstruction surgery, and that the devices were discarded. Please see manufacturer report number 1645337-2021-02297 for patient's left side primary reconstruction surgery complication. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2021, photo evaluation was completed. Upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and wound infection. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and experienced left side breast implant rupture, and wound infection postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2020.